Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the fse that during routine check the cs300, english, non-uts, int'l intra-aortic balloon pump (iabp) device had electrical test failure code 50. There was no patient involved.